Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with a cracked display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported a crack on the insulin pump that went through the upper part of the display screen. The blood glucose reading was 88 mg/dl. She was unaware of how the damage occurred. Nothing further was reported.